Event description:
The lay user/pt contacted lifescan alleging that the product failed a control solution test low. The customer care advocate walked the lay user through control solution tests and the results fell outside the specified control solution range. There were no allegations of harm or injury. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.